Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 11 bd plastipak¿ concentric luer lock syringes were found with dirty tips. The following information was provided by the initial reporter, translated from (B)(6) to english: "dirty at the syringe tip".

Manufacturer narrative:
H.6. Investigation summary: one photo was provided to our quality team for investigation. Through visual inspection, material was observed inside the syringe which is believed to be excess silicone. A device history review was performed for reported lot 1910212, no deviations or non-conformances related to this issue were identified during the manufacturing process. Lubricant is employed during the syringe assembly process to lubricate the cylinders in the silicone station. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number, results were reviewed for lot 1910212 and found to be within specification. Based on the investigation results, no manufacturing related defects could be identified and therefore, a cause for the reported incident could not be determined. Manufacturing personnel have been notified of this incident to increase awareness. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that 11 bd plastipak¿ concentric luer lock syringes were found with dirty tips. The following information was provided by the initial reporter, translated from german to english: "dirty at the syringe tip".